Manufacturer narrative:
(B)(4). Event evaluation: one (B)(4) was returned; however, it should be noted that only the sheath was returned for evaluation. A visual examination, along with a review of the complaint history, trends and quality control was conducted during the investigation. The returned sheath was visually inspected; which revealed no damage to the outer shaft of the sheath. There were white markings along the shaft of the sheath, however, these were able to be wiped off. It is assumed this was dried biomatter on the sheath shaft. An endoscope was used to inspect the inside of the flexor sheath; this examination confirmed that the inner lumen of the sheath was shredding off of the sheath. Based on the appearance of the delamination, it appeared as if something had scraped the inside of the sheath causing the delamination in several locations throughout the sheath shaft. There is no evidence to suggest that the device was not made to specification. The root cause could not be definitively determined, however, it is likely that another device caused the inner lumen to shred. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Quality engineering risk assessment was used to assess the risk of this failure mode. The risk remains acceptable; therefore, no risk mitigation activities are required at this time.

Event description:
During a ureteroscopy procedure, the ptfe coating inside of the device was stripping off inside of the patient. Using a cook engage grasper, the physician was able to remove some of the fragments from the patient, however, some smaller fragments remain. No harm to the patient has been reported and no additional procedures were scheduled. Additional information has been requested, however it was not available at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a ureteroscopy procedure, the ptfe coating inside of the device was stripping off inside of the patient. Using an engage grasper, the physician was able to remove some of the fragments from the patient, however, some smaller fragments remain. No harm to the patient has been reported and no additional procedures were scheduled. Additional information has been requested, however it was not available at the time of this report.